Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced three infusion sets occlusion in tubing. Site of insertion were abdomen, thigh and upper buttocks. Patient replaced infusion set and resumed insulin successfully. No further information available.